Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately six (6) years post initial implant, a type 3 endoleak was discovered and two additional suprarenal stent graft extension were implanted. This event was previously reported under 2031527-2017-00101. Now, approximately seven (7) years post initial implant, a new event of a type 3b (hole in the graft) of the main body was reported. The patient was reported as stable and there have been no additional patient sequelae reported.

Event description:
Additional information it was reported that a secondary procedure was completed on an unknown date. A non - endologix (gore) stent was use to treat the reported event. At the completion of the clinical assessment, the 3b endoleak for the bifurcated stent graft (main body) that was previously reported under 2031527-2017-00101 was confirm. Clinical identified the following additional finding of stent cage dilation of 20% (3b endoleak) for the suprarenal stent graft extension (cuff) that was implanted on 02/15/2017 and sac growth of 7 mm. As the 3b endoleak for the main body has already reported. This report will be for the events related to the suprarenal stent graft extension (cuff).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a stent cage dilation (3b endoleak) of suprarenal stent graft extension (cuff) and sac growth. The cause of this event could not be determined with the medical records available for review. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b2: outcomes attributed to adverse events d2: common device name d4: model number d4: lot # d4: expiration date d6: implant date h4: device manufacture date.